Event description:
A distributor reported via another distributor that the heater wire adaptor plug cannot be plugged in properly on a quantity of 2 900mr751 reusable heater wire connectors. It was reported the socket was slightly out of position. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned reusable heater wire connectors were visually inspected. Results: the heater wire plug was mis-aligned slightly. A lot check revealed no other similar complaints for this lot number. Conclusion: the mis-alignment of the breathing circuit heater wire connector would prevent the user from connecting this component into the breathing circuit setup and would require the replacement of this component. The 900mr751 heater wire connector is a reusable device. Our monitoring and trending shows we have received one other complaint involving mis-aligned heater wire connectors. (B) (4). (B) (4).